Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access set came apart underneath the first y-site. The reporter stated that the patient had moved which pulled on the set and then resulted in the tubing separating. This occurred during patient infusion of ivf. The patient lost a "large amount of blood". The volume of blood lost and whether any medical intervention was performed were not reported. It was not reported if the patient was already hospitalized at the time of the event or if the patient was hospitalized for the event. No additional information is available.